Event description:
Pt reported that they performed back to back tests on their ss meter using separate finger sticks and got readings of 80 and 145 mg/dl. Initial reports indicate pt was feeling dizzy. On follow-up, pt said they felt "normal" at the time they tested. Test strips pt was using were expired. Lfs representative reviewed qc procedures and proper storage of strips with pt. There was no allegation of harm.